Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint#: (B)(4). Investigation summary: the complaint description reports a revison due to pain and impingement. The inferior screw had snapped, probably due to mechanical notching. No products were returned for this complaint. Based on the investigation performed no product defect was identified. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: the DHR analysis of the batch: 5239876/ product code: 130738203, shows an initial conformance of these products with regards to the initial specification. For this batch, there was no deviation or non-conformance. 50 parts were manufactured in december 2014. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Revision reverse total shoulder , surgeon; (B)(6), (B)(6) hospital, (B)(6) 2017. Original surgery was done at (B)(6) in (B)(6) 2015, but was revised due to pain and impingement. The inferior screw had snapped, probably due to mechanical notching. Revised to a 42 eccentric glenosphere and 42/9 hmo poly. Significant lysis around both components as a result of the mechanical notching. Female patient initial (B)(6), aged (B)(6), dob (B)(6).

Manufacturer narrative:
Product complaint: (B)(4).